Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr determined the most likely cause of the reported event is the main printed circuit board assembly (pcba). The customer fsr replaced the main pcba and the issue was resolved. The fsr performed the user verification test and reported the device meets factory specifications.

Event description:
The customer reported while using the vela ventilator; the device displays transducer fault alarms. The customer reported there is no patient involvement associated with the event.